Event description:
The customer reported the system failed to display an image when in the lateral position. No reports of pt or staff injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm cable assay was replaced. The system was then found to be working as intended.